Manufacturer narrative:
(B)(4). The two return complaint devices have not been returned to the manufacturer. They have been performance tested by a fisher & paykel healthcare service engineer at our regional facility in (B)(6). The performance test confirmed water leakage from the waterfeed set for both complaint chambers as observed by the customer. A lot check revealed three similar complaints for this lot number. All chambers are pressure tested before leaving the production line and any holes or leaks in the feedset are identified during this process. Our user instructions which accompany the mr290 state the following: "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." The waterfeed tubing is attached to the spike by an automated gluing process. As part of our ongoing improvement process, additional glue is now applied to the water feedset spike during the automated assembly. Our monitoring and trending of complaints involving damaged mr290 water feedsets has a rate of occurrence of 38 devices per million sold worldwide in the last year to the end of (B)(6) 2011.

Event description:
A hospital in (B)(6) reported via our distributor that there was water leakage from the from the water feedset tubing of two mr290v autofeed humidification chamber during use. No patient consequence was reported.